Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.18" x 0.69" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is attribute to mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.116¿ - 0.205¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is attributed to the mishandling/misuse. No image or video for the event was available for review. A review of the instrument log for the tip-up fenestrated grasper (part# 470347-12 / lot# k11211206-0619) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) for a sigmoid colectomy procedure. The instrument had 5 uses remaining. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA: blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the tip of the tip-up fenestrated grasper instrument snapped in half. The tip was confirmed to be intact during the last procedure. There was no report of patient involvement and no reported injury. On 01-apr-2022, intuitive surgical, inc. (Isi) contacted the robotics coordinator but no additional information was available.